Event description:
Account reported wire on the main handler of the provue is frayed. Account instructed to take provue out of use. An exposed or broken wire may have the remote potential for electrical shock or fire. No harm was reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe replaced the ground wire. The ground wire is in place to comply with ul requirements in case of electrical fault. Replacement of the necessary component has returned the analyzer to expected operation. The root cause for the damaged wire is unknown.